Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type lead.

Event description:
Additional information received reported that the cause of the event was determined but was not related to the device. The device was overlying the surgical path and explant was required on (B)(6) to complete the surgery. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was unable to make adjustments whether the antenna was attached or not. It was noted that the issue had started about 2 weeks ago. It was stated that the inability to make adjustments was intermittent at first, but over the weekend the patient couldn¿t turn the stimulation off. It was noted that the patient had tried changing the patient programmer (pp) batteries, but eventually had to use the recharger to turn the stimulation off. It was stated that the patient was seeing a poor communication screen on the pp whether the antenna was attached or not. It was noted that the patient¿s implantable neurostimulator (ins) was implanted to help with the patient¿s back, leg, and groin pain. It was noted that the patient had a ¿fusion¿ done on (B)(6) 2014 to relieve the pain in his groin and legs. It was noted that the patient would ¿always have pain in the back.¿ it was noted that the pain in the groin and legs had gradually grown over the past couple of years as a result of one of the vertebrae having started to tilt and press on the nerve. It was noted that the pain had grown more in the groin and legs and the patient could hardly walk. It was stated that after the ¿fusion,¿ the patient¿s pain was ¿basically gone.¿ it was noted that the patient was not feeling stimulation as much in the back and was having pain in his back. It was stated that the patient had had pain in the back for ¿almost 10 years, so it¿s always been there.¿ it was stated that the patient needed stimulation to be more in the back again. It was stated that the patient had never really tried making adjustments or using different programs with the pp. It was stated that the pp was not communicating. It was noted that the back pain had been a consistent problem even though the ins had ¿helped to mask the pain.¿ it was noted that the patient had a noticed a ¿new intense pain of the right side¿ after having the fusion surgery. It was noted that the new pain was in the back, in the line across the back that he¿s always had since the first surgery, 10 years ago. Additional information received reported that there was intermittent telemetry. It was noted that the intermittent telemetry appeared to have occurred through product use and there was no patient harm reported. Upon device return, analysis found the antenna jack was cracked at the solder joint. A month later the patient reported that they received assistance from his healthcare provider (hcp) or a manufacturer representative on (B)(6) 2014 and his concerns were resolved. A year later the patient called back and mentioned his previous spinal fusion and that after this procedure he developed pain in his back. The pain in the legs went away and he then only had pain across the lower back. The patient met with the manufacturer¿s representative (rep) who reprogramming stimulation to help with this pain. The level of the pain across his lower back were getting too high which is he had his most recent operation on the (B)(6) for a back surgery (level 4 fusion). During the procedure the doctor accidentally clipped one of the wires/leads and had to remove it. The patient stated he had so many scars from previous surgeries that the doctor had limited space in which he could work. The patient believed they just removed the entire system because he no longer felt the implant. When asked if he was going to replace the system the patient stated they would be trying out some nerve blocks and if that didn¿t work they would then consider doing a replacement system. The patient noted that stimulation worked well for his leg pain and he recommended it to others. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).